Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot had a burn mark associated with a wire impression from the tri-heater assembly. Based upon condition of jaw boots, the reported complaint for smoking excessively and overheating is confirmed. Resistance measurements were conducted and result showed the micro switch functioned properly when tested. A pre-cautery test was conducted using the reference power supply and extension cable. There were no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro worked normally at the beginning and started smoking excessively. Device would not turn off when the activation switch was released. The physician assistant immediately removed the device from the leg and they unplugged the power from the hemopro device. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Maquet sales representative has learned that the hospital steam sterilized the dc extension cable. This method was not recommended in the instruction for use. Maquet sale representative has discussed the sterilization recommendation in the IFU with the staff.